Event description:
Paramedics responded to a person complaining of chest pains. The device was connected to the pt with ECG electrodes for cardiac monitoring while the pt was transported to the hosp. According to the rptr, the device momentarily lost power three times during transport. The pt transport continued and no adverse affects to the pt were reported as a result of the alleged malfunction.